Event description:
The device was explanted one day post implant, because of a loss of capture. Ela medical was not aware of this case until 10/27/06.

Manufacturer narrative:
The analysis from the MFR is pending.